Event description:
Rec'd report that pt had transfer set become disconnected from homechoice pt line. Pt presented to his dialysis center for a transfer set change. No pt injury and no medical intervention (beyond the transfer set change) was associated with this episode per the report.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedures with the home pt in addition to referring them to their pt at-home guide for further guidance. All samples were discarded and are not available for eval.